Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the bands failed to deploy. Attempts to obtain additional procedure information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.